Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient didn't know if it was working. Patient didn't know if they were doing it right or wrong, they stated that all they got it up to was number 4. Patient stated they had gone to the doctor because they weren't urinating right and the bottom of their stomach where the bladder is hurt and they wanted to know why. When the doctor did tests, they said they had an obstruction. The patient stated they didn't know if the device was for pain or obstruction. The patient stated they told them nothing. Patient stated before the device sometimes they would go to the bathroom quite a bit, but nothing would come out. The patient had bladder retention. Patient stated the pain would come and go in the bladder since the device. The patient stated the device had helped very little with bladder retention. The patient was able to communicate with the programmer/handset and it showed stimulation was on at 2.0v. The patient increased the stimulation to 2.4v and reported they could feel stimulation and it was comfortable. Patient was instructed to leave stimulation at the new setting until monday when they went to see their doctor and see if they got relief at that setting. The patient and friend/family member reported they couldn't figure out the remote and it had skipped a whole day. They stated it said 12:55, but with the following day's date. They stated the time was right yesterday and the night prior it just skipped. No further complications were reported or anticipated.